Event description:
The customer reported that they had lost monitoring on two floors of telemetry. There was no report of pt harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.